Event description:
It was reported the pt is not receiving effective stimulation in addition to experiencing unwanted and uncomfortable stimulation. It was also reported the pt has not rec'd the same level of effective stimulation since her scs trial.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.